Event description:
On 12/11/2024, it was reported by a sales representative via email that an ar-3610pk-3 fibertak percutaneous insertion kit had a switching stick not fully cannulated and the nitinol wire could not advance. This was discovered during a labral repair procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.